Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. There was noise in the image. The error message b31 occurred in the image. The adhesive part was difficult to remove off the objective lens due to handling. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The video connector was loose. There were scratches on the operation part, grip, up/down plate, switch three (3), black cover, light guide cover glass due to external factors. The video connector case was cracked due to an external factor. The label on the video connector was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the endoeye flex deflectable videoscope presented an image defect. The image did not appear. No patient harm reported. This report is to capture the reportable malfunction of the image did not appear.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by the defect of the image sensor unit, failure of the internal board of the video connector or the system. The root cause could not be determined. This supplemental report includes information added. Olympus will continue to monitor field performance for this device.